Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material located at the biopsy channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to physical damage on the device. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown whether there was a delay in the start of the pre-cleaning and unknown whether the scope was presoaked. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the instrument channel was wiped with clean lint-free cloths/brushes/sponges. Finally, the customer confirmed the instrument channel, instrument channel port and suction cylinder were all brushed during manual cleaning. During functional testing of the device, the foreign material clogging the channel caused foreign material to come out of the distal end. The foreign material clogging the channel also caused the device to fail water removal ability testing. Testing also showed the device was not water tight due to a pin hole found at the forceps channel. Finally, the up/down knob had excess play and the bending angle of the up direction was out of specifications. The directional issues were caused by a worn angle wire. During visual examination, the reported issue was confirmed: the connecting tube was dented. Visual examination also showed the following issues: the light guide lens adhesive was cloudy and peeling; the objective lens adhesive was cloudy and peeling; the suction cylinder was corroded; the suction connector was corroded; the up/down knob was corroded; the paint on the suction cylinder was peeling; the switch box was dented; the universal cord was scratched; the bending section cover adhesive was cloudy and slack; the connector cover was scratched; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a dented insertion tube. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, foreign material came out of the distal end due to clogging of the instrument tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.